Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows a broken suture capture. No manufacturing abnormalities. A functional evaluation revealed the needle will deploy when trigger is initiated, the suture capture is broken. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip during passes.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during surgery, internal to the patient, upper jaw of the firstpass broke and fell in the joint. No pieces remain in the patient. The procedure was completed without significant delay (10 minutes) using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.